Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a planned treatment was being performed when the issue occurred and was completed by restarting the system with a delay of less than 20 minutes. Customer reported to philips that the system was not booting up. Upon troubleshooting, the philips remote service engineer (rse) found that the host pc was not booting up. To resolve the issue, the rse verified the host pc connections and rebooted the system, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the additional information obtained, the procedure remained unaffected, allowing the customer to successfully complete it as planned after a restart with less than 20 minutes of delay. The procedure was finalized with a minimum delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the table had loosened. Upon rebooting, the system's host computer was unable to boot, preventing a full system boot. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.